Event description:
It was reported that the cartridge was cracked at the shroud, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. Customer's blood glucose level was 114 mg/dl,

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.